Event description:
It was reported that during use of the left ventricular (lv) lead a remote transmission reported showed high lv threshold and the device had appropriately adjusted to maximum outputs. It was also reported that a in person check noted the lv lead was not capturing. A vector express along with multiple manual thresholds were performed and noted the only optional vector was l1-rv coil. The lv lead was reprogrammed to lv1-rv coil. Additionally, a chest x-ray was obtained and did look like lv lead positioning had changed from initial implant. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.